Event description:
It was reported that telemetry confirmed that a critical alarm was occurring. The alarm was a low battery reset alarm and the pump was in safe state. The low battery reset had occurred on the day of the report and was logged 4-5 times. No pt symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional info has been requested from the hcp, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4)